Event description:
Complainant alleged that during a routine shift check by a clinician the device's front panel membrane was not functioning and the device was unable to select an energy level, charge or discharge. Complainant indicated that there was no patient involvement in the reported malfunction.